Event description:
It is reported that the pt received a biolox delta head on (B)(6) 2012 and suffered a dislocation. The pt is being monitored.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Should add'l info become available and the device be returned for eval, we will submit and updated report. The need for corrective measure is not indicated at this time. (B)(4).